Event description:
It was reported that the patient experienced "pain in her back." It was further reported that the patient was "not sure" if it was related to her device and that she had had the back pain "since 2009." The patient also reported that she was "struggling with her therapy" and that she experienced leakage episodes in addition to urinary tract and bladder infections. The patient noted that she "had never had a urinary tract or bladder infection until she had her device implanted." It was stated that the patient had had "no falls or traumas." At the time of report, the patient was scheduled to have a myelogram and x-ray done to aid in her back pain diagnosis. It was also reported that the patient's device would "get hung on things" when the patient was sitting down. The patient reported that she had lost "a lot of weight" and that her device was "more pronounced." It was noted that the patient first noticed this occurring "a little before (B)(6)" of 2012. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3093-33, lot# va00uvb, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. About two weeks later, it was reported that the urinary tract infection was unrelated to the interstim device.